Event description:
Customer reported that a pt in the ccu had a ca200 which disconnected from the port on another co's microbore tubing three times, causing fluid to leak out. A large amount of IV fluid was found on the pt's bed. The piggyback was replaced with another ca-200 and the connection was fine. Infusions were dopamine and heparin. No pt harm or injury occurred.